Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's ipg was non-functional and the patient was frequently charging the ipg. It was also noted that ipg had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by facility.